Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise oversensing. No interventions were performed. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.